Event description:
It was reported there was noise on both channels of the analyzer. It was also reported both channels stopped sensing. The analyzer was replaced. The analyzer was returned for repair. No patient complications were reported as a result of this event.

Event description:
It was reported there was noise on both channels of the analyzer. The analyzer was replaced. The analyzer is being returned for service. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported there was noise on both channels of the analyzer. It was also reported both channels stopped sensing. The analyzer was replaced. The analyzer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event, the device passed all functional and systems tests. It was noted that the pins on the patient input connector were damaged.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.